Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a negative cartridge's result was visually questioned. Confirmatory testing was performed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient that tested negative for covid was positive for mycoplasma by other testing methods customer qc ran without issue. Customer is stating that the ver 256082 test cartridge from lot 1267760 when visually looked at shows a positive line, but the veritor analyzer results as negative.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There is no 510(k) for this device as it is eua. Eua (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaint that alleges false negative result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1267760. Bd quality performs a systematic approach to investigate false negative result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. A photograph was returned and showed rapid detection of sars-cov-2 veritor test results and unable to confirm of reported false negative. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends, no trend identified.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a negative cartridge's result was visually questioned. Confirmatory testing was performed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient that tested negative for covid was positive for mycoplasma by other testing methods. Customer qc ran without issue. Customer is stating that the ver 256082 test cartridge from lot 1267760 when visually looked at shows a positive line, but the veritor analyzer results as negative.